Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 10fr coax hemostatic probe tip broke. The device was held on by a wire and did not fall of completely. The event occurred during an unknown therapeutic procedure and the operation was completed with a non-olympus device. There was no patient harm or user injury reported due to the event.